Event description:
It was reported that the device was explanted after an implant duration of 96 mos due to unk reason. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.